Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. In 2004, the physician placed a taxus express2 8.8% 3.0 mm x 32 mm stent in the mid-left anterior descending artery (lad). The balloon was inflated to 16 atms. After the physician deployed the stent successfully and deflated the balloon, the balloon became stuck on the stent. He inflated and deflated the balloon to unk atms 3 times. He attempted to move the balloon forward and pull back without success. He placed a pt2 wire and maverick into the stented area and inflated the maverick balloon 3 times in an attempt to get the balloon material "unstuck." He removed the pt2 wire and the maverick balloon. The physician then pulled hard on the express2 balloon and was able to remove it intact. The procedure was completed at this time. The pt did not experience any injury or complications.